Event description:
The blades are leaving a grey oily substance on the cartilage in knee arthroscopy procedures. The substance was removed and a back-up device was used to complete the procedures.

Manufacturer narrative:
No product is being returned for evaluation.